Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k101880.

Event description:
It was reported that an implant (tsvtwb10) fractured when placing the it. Procedure was completed using another implant during the same surgery. Tooth location 19.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) mount was returned for investigation. Visual inspection of the as returned product identified that the implant shows signs of damage at the threaded region, which is worn down to the base metal. The drive feature contains a fractured portion of the mount hex. The other portion of the mount was not returned. DHR review was completed for the subject lot number 1222752. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1222752 for similar cause and 1 other complaint was identified. Month post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount fracture) or device (tsvtwb10). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. A definitive root cause could not be identified. However, it can be associated to excessive torque and that the implant was not fully seated. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.